Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7.5 years post initial right tka, the 71 y/o male patient had a revision due to poly recall scenario. The poly was delaminated, broken and particles had irritated surrounding tissue. The patient was revised to exactech devices. Surgeon implanted cc femoral and cc tibial components after crc implants were removed. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and images received. The devices are not available for evaluation.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear due to mechanical overload on the posterior medial edge of the tibial insert secondary to the overall tibial slope and potential ligamentous/soft tissue changes resulting in rotational malalignment and/or uneven in-vivo loading between the tibial and femoral components. However, this cannot be confirmed as the device was not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear due to mechanical overload on the posterior medial edge of the tibial insert secondary to the overall tibial slope and potential ligamentous/soft tissue changes resulting in rotational malalignment and/or uneven in-vivo loading between the tibial and femoral components. However, this cannot be confirmed as the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.